Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the hardware failed, and the refrigerator door was not functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 2 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator hardware was failed. A field service engineer identified that the magnet lock was intermittently failing to lock. Replaced the magnet lock, resumed testing, and noted no further issues. All bus and cable connections were verified, door and lock operations were confirmed, and the temperature response was checked. The system functioned as intended after the field service engineer repaired the device.